Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving gablofen, 2000 mcg/ml concentration at 1604 mcg/day dose via intrathecal drug delivery pump for cerebral palsy and intractable spasticity. It was reported that patient was not experiencing relief of spasticity as expected. Patient did not sleep at night. No environmental /external/patient factors that may have led or contributed to the issue were reported. Catheter dye study was attempted on (B)(6) 2018. The healthcare professional (hcp) was unable to aspirate catheter. Surgical intervention was planned. At the time of this report, the event had not been resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause had not been determined. Surgery had not been scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device had not been returned- hospital policy did not allow release of the product. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that pump and catheter were explanted on (B)(6) 2019. No further complications were reported.